Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple manufacturers were referenced in the article, but with no manufacturer device/product failure correlation. The gender of the baseline characteristics is male and the baseline age is 66 years old. The recall and correction number listed are in reference to a product family of leads that are associated with the field action. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: predictive factors of lead failure in patients implanted with cardiac devices. International journal of cardiology. 2015;199:277-281. (B)(4).

Event description:
A journal article was reviewed that contained information regarding implantable tachy leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports that there were the following lead product performance issues/complications: inappropriate shocks, syncope due to a ¿pacing failure,¿ ¿abnormal¿ lead impedance, high sensing integrity counter (sic)/noise and an ¿increase in non-sustained tachycardia, ventricular fibrillation (vf), and ventricular tachycardia (vt).¿ the status of the leads is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.